Manufacturer narrative:
No imagery or videos were provided by the site for review. The delivery system was returned to edwards lifesciences for evaluation. During visually inspection it was observed the balloon burst radially and longitudinally (j-hook), the burst is 5mm approximately from the tapered tip. The rupture measure was 58mm approximately. There were no missing balloon pieces. During dimensional inspection the balloon single wall thickness was measured along the edges of the burst location and was found to meet specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Due to the unavailability of lot number, DHR review and lot history review was unable to be performed. A review of complaint history on confirmed device complaints (returned and no product returned) from (B)(6) 2019 ¿ (B)(6) 2020 was performed, and similar complaints were found, but no manufacturing defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if bav balloon bursts or leaks during deployment do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If re-dilation is needed, use a new balloon. If delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint for ¿balloon ¿ burst¿ was confirmed. However, no manufacturing non-conformances were identified in the returned sample (balloon wall thickness measure met specification). A review of complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the report, the patient had a little calcification in the lvot. Presence of calcification in the landing zone can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. The complaint was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (calcification) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the delivery system balloon burst at full inflation. The valve was successfully implanted and there was no patient injury. The patient had mild to moderate calcification, no annular calcification, and mild lvot calcification. Nominal volume was used for deployment. The device was prepared according to IFU. During the preparation, no abnormalities on the balloon were found.